Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that imaging done approximately six months after the index procedure revealed thrombus formation on the left side of the stent graft just below the gate marker. There were no outflow problems and the pulses were good. There was no evidence of stent graft kinking or folding. The physician re-lined the stent graft with an endurant 16x16x124, modeled with a balloon, and placed the patient on anticoagulation therapy. However, the patient has clotting issues and not enough heparin could be given to fully resolve the clotting. The physician noted the event to be not stent graft related. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant showed that the contralateral (left) limb was occluded beginning as a thin layer of thrombus just above the gate, and then becoming nearly fully occluded at the limb mid-length. Within the common iliac the flow fully returned. A stent was seen placed within the left external iliac artery. The cause of the occlusion could not be determined. The stent graft was not compressed or kinked, and measured 17mm ID in the occluded section. The ipsilateral limb was patent.

Manufacturer narrative:
(B)(4). Methods: (film). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (coagulation disorder); unapproved use of device (pre-operative rupture). Conclusion: device failure/lack of effectiveness related to patient condition (coagulation disorder); known inherent risk of a procedure (occlusion); off-label, unapproved, or contraindicated use (pre-operative rupture).